Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staple line was incomplete. The surgeon performed a re-operation and manually sutured to complete the procedure. The hosp has reported the pt's condition is stable.

Manufacturer narrative:
1/22/1998-supplemental report #2 submitted to FDA. The reported condition has been confirmed and attributed to an improperly milled thrust bar.